Manufacturer narrative:
Product code: unk. Claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a implantable collamer lens into patients left eye (os). Refractive surprise and lens rotation was observed. Lens remains implanted. Per the reporter on (B)(6) 2020, "we actually just preformed the reposition today." Additional information has been requested but none has been forthcoming. If additional information is received a supplemental medwatch report will be submitted.